Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the bdu printed circuit board (pcb). The customer reported to have replaced the bdu pcb. The covidien service engineer (se) inspected the device and flashed software onto the installed bdu cpu and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a breath delivery unit (bdu) reset error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.